Event description:
Rn had multiple attempts trying to insert a peripheral intravenous catheter (piv.). There have been ongoing issues with this particular brand of catheter. Most attempts occur with neonatal babies. In some cases up to 10 attempts are tried with no success. Manufacturer in-services have limited success. All nursing skill groups and experience levels, including vascular access staff, have difficulty inserting these particular catheters. This is our third report on this device in last 6 months.======================manufacturer response for peripheral intravenous catheter (piv), introcan safety======================this has been an ongoing issue with these catheters. A program is set up to return defective catheters to the manufacturer.======================manufacturer response for piv catheter, introcan safety======================see device#1 statment.